Manufacturer narrative:
Conclusion: damage to the active electrode, likely caused by minute device mobility, was determined to have led to device failure over time. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
The recipient reported a gradual loss in hearing performance with the device. There is no accident or trauma reported. The recipient was explanted.

Manufacturer narrative:
The device has been explanted and has been returned to (B)(4) where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
The recipient reported a gradual loss in hearing performance with the device. There is no accident or trauma reported. The device was explanted and the recipient was implanted with a new device on the contra-lateral side.